Event description:
Dealer alleges they did not get any identifying information from a patient who returned the unit to the store with a detached front caster. No injury to the user, who wanted unit repaired.